Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer reported that there was no video image involving pentax medical ultrasound video gastroscope model eg-3270uk, serial number (B)(4). The issue was observed in the operating room, prior to use. There was no report of patient injury, delay in procedure or an event that required medical intervention. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). The user facility has not responded to good faith effort requests for additional information as of (B)(6) 2022. The customer owned endoscope was received by pentax medical for evaluation on (B)(6)2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and documented the following inspection findings: pve electrical connector frame has severe corrossion, image blackout, passed wet leak test, umbilical cable buckle at control body side, passed dry leak test, customer complaint confirmed, eus cable single/ long buckled at us connector root brace, fluid invasion in pve connector, ultrasound transducer mild cut on probe, fluid invasion in umbilical light guide cable. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, us connector/junction cable assy pb-fre, suction channel lg, lg cable connector assy pb-free/nt, light guide cable, pcb for ccd k3a pb-free/ntsc. The endoscope is awaiting repair and approved by final qc as of (B)(6) 2022. Model eg-3270uk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: h6: coding changed, based on the investigation result.